Manufacturer narrative:
B3: although the exact date was not provided, the customer provided a date range of when the false positive results were obtained ((B)(6) 2022). B5: starting (B)(6) 2024, after completing a local validation study, the customer indicates the same swab that was used for the ID now analysis was reused for confirmation testing with the cobas pcr. The protocol for reusing the same swab for cobas pcr is unknown. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported eight (8) false positive results with the ID now covid-19 1.0 assay between (B)(6) 2022 and (B)(6) 2022. This MFR. Report addresses test five (5) of eight (8). The customer reported a false positive with the ID now covid-19 1.0 assay on an unspecified date between (B)(6) 2022 and (B)(6) 2022 on an oral nasopharyngeal sample. Confirmation testing was performed on an unknown date via pcr (platform: cobas 8800) which generated a negative result on an unknown sample type. The customer indicated the patient experienced harm due to the false positive result by being mistakenly exposed to patients who had covid-19 or by experiencing anxiety following the announcement of the initial result. Although requested, no additional patient information was provided.